Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose symptoms of vomiting and a headache. The patient was transported to the hospital. At the hospital the patient received a blood glucose result of 360 mg/dl. The hospital treated the patient with insulin and serum. The patient was hospitalized for one day. The infusion device was requested to be returned for product evaluation.